Event description:
It was reported that an ilet user experienced hyperglycemia after breakfast with a blood glucose of 250 mg/dl, then later experienced hypoglycemia to 65 mg/dl before recovering after consuming fast-acting carbohydrates; the user was using a contact detach steel infusion set and had changed supplies the prior day. Symptoms included high and low blood glucose readings with associated low-blood-glucose symptoms that improved after treatment. Outcomes included transient disruption requiring self-treatment at home without medical intervention. Investigation included customer support troubleshooting and user education regarding treatment of low blood glucose and consideration of supply change if glucose trends upward. Investigation of this case revealed that the cause of both the hyperglycemia and subsequent hypoglycemia was unclear. It was concluded that the event involved glucose excursions of unclear etiology with stabilization after user-led interventions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.